Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: (B)(6) 2019. Lot number: unknown, not provided. Catalog #: a complete catalog is unknown as the lot number was not provided. Unique identifier (UDI#): unknown, as the lot number was not provided. Expiration date: unknown, as the lot number was not provided. If implanted; give date: not applicable as healon is not an implanted device. If explanted; give date: not applicable as healon is not an implanted device; therefore, not explanted. (B)(6). (B)(4). Device evaluation: since no sample was returned for investigation, a product evaluation could not be performed and a product deficiency is not confirmed. Manufacturing records review: a review of the manufacturing records could not be performed as the lot number for the device is unknown. A review of the complaint history could not be performed as the lot number is unknown. Conclusion: as a result of the investigation, a product quality deficiency could not be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after cataract surgery, four patients were observed to have high iop (intraocular pressure) in post-op visits. Surgeon observed that all the healongv pro was not expelled and that could have caused the high iop. Surgeon recalled the patients affected for a secondary intervention in order to expell the rest of healongv pro from the eye. After that, patients were fine. Reportedly, the surgeries were done a while ago and patients were discovered and treated for high iop a week before we were informed/notified. No further information was provided. This report will address the 3th of 4 patients involved.